Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable.

Event description:
While the scrub tech was putting the tibial drill sleeve on the drill, they noticed that it would not click on. Examination of the drill sleeve found it was cracked. On 16 january 2017 upon evaluation of the returned device, the drill stop is broken (material missing).

Manufacturer narrative:
Examination of the returned device confirms the reported event of trial breakage. With the provided information, a definitive root cause is unknown. Based on the inability to determine a specific root cause and the low occurrence rate, a need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.